Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: six cartridges, four cartridges appear to not have been completely fired, and two cartridges appear to have the tracks disengaged in the cartridges. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and four devices. A visual inspection of the returned photo noted: six ca tridges, four cartridges appear to not have been completely fired, and two cartridges appear to have the tracks disengaged in the cartridges. The visual inspection of two cartridges noted that one track was disengaged in each cartridge. The visual inspection of the other two cartridges noted that the clips were fully formed but not completely deployed from the cartridge. The clinical instrument was not received. Functionally; the clip tracks were reset in the first two cartridges and remained in position. Since the clinical instrument was not received a pmv representative instrument was used for functional testing. The cartridges were loaded into the pmv instrument and were applied to the test media with acceptable results. The other two cartridges were loaded into a pmv representative instrument and fired; the pushers advanced properly and deployed the clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication o f disengaged clip track condition may occur during improper handling of the cartridge during clinical application, and replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic cholecystectomy, during ligation of the bile duct, the clips did not form correctly. The inner and outer parts of the clip did not separate. It was stated that the inner layer of the absorbable clip was clipped, but the outer layer couldn't be pushed out, and the blood vessel had not been clamped after the partial installation; the inner and outer layers of the clip had been pushed out. It was stated that there were a total of 6 reloads that had the issue during the event. Another device was used to complete the case. There was no patient injury.